Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated the left rear wheel was loose and wobbly and they found the bearings on the floor.